Manufacturer narrative:
H.6. Investigation summary: one photo was provided by the customer for investigation. The photo shows a syringe in a bag of some type. There appears to be brown foreign matter on the plunger rod ribs and thumb press. Based on the photo provided it cannot be determined if the foreign matter is loose or embedded. Without a physical sample to analyze the foreign matter (fm) that appears to be on the plunger rod cannot be identified; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was performed on the two potential batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued related to the issue reported by the customer.

Event description:
Material no: 309653 batch no: unknown (possibly 9120902 or 9120938) it was reported that during use of the bd 60ml syringe luer-lok¿ tip there was an issue with foreign matter. Soiled/contaminated syringe - plunger affected. The following information was provided by the initial reporter: soiled/contaminated syringe - plunger affected. We aren't confident of the lot #. The packaging was discarded. Lots we had on hand that might have been the affected lot are 9120902, 9120938. This is why I provided two lot numbers in the report.

Manufacturer narrative:
There were two possible lot numbers reported. The information for each lot number is as follows: medical device lot #: 9120902, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-30, medical device lot #: 9120938, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-30, medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 309653 batch no: unknown (possibly 9120902 or 9120938). It was reported that during use of the bd 60ml syringe luer-lok¿ tip there was an issue with foreign matter. Soiled/contaminated syringe - plunger affected. The following information was provided by the initial reporter: soiled/contaminated syringe - plunger affected. We aren¿t confident of the lot #. The packaging was discarded. Lots we had on hand that might have been the affected lot are 9120902, 9120938. This is why I provided two lot numbers in the report.